Manufacturer narrative:
Updated data: a.4: weight in lbs: b.5: event description b.7: relevant history h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the patient was admitted to the hospital prior to defibrillator implant. It was further reported that the patient had symptoms of syncopal episodes, shortness of breath, edema and loss of consciousness. A transthoracic echocardiogram (tte) discovered the reduced ejection fraction of 20% and cardiomyopathy. Medication was administered. Subsequently 4 days later, a cardiac defibrillator was implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 13 years and 7 months post implant of this 23mm mosaic valve, a defibrillator was implanted. The reason for the defibrillator was reported as low ejection fraction (ef) and desynchrony. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.